Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that his lead was an attempted right ventricular (rv) implant. The lead was placed with satisfactory measurements though it was noted the helix did not extend fully despite 25 turns of the fixation tool. The lead was connected to the device and exhibited noise while measurements could not be obtained. The lead was disconnected and tested via pacing system analyzer (psa); additional noise and high out-of-range pace impedance measurements were noted. Suspecting fracture, the physician elected to remove the lead but the helix did not retract after more than 30 turns. The lead was eventually removed with slight tension and torque of the lead body. An alternate lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.